Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa procedure, an air leak occurred. No air was noted during preparation of the sheath nor after insertion nor after removal of the hd grid mapping catheter. Air was aspirated after insertion of the non-abbott catheter (farawave by boston scientific). The catheter was removed from the sheath and the sheath was aspirated. The catheter was reinserted and bubbles were still found in the side port after aspirating. The sheath was exchanged and the procedure was completed with no adverse patient consequences.